Event description:
Additional information received indicated that the implantable cardiac monitor was reprogrammed and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the implantable cardiac monitor (icm) was under-sensing r waves, leading to false pause episodes. The patient was asymptomatic.